Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507153 rv lead, implanted: (B)(6) 2008; 506858 lv lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient presented with a complaint of leg cramps. It was noted that the right atrial (ra) lead exhibited sensing integrity counter (sic) and far field r-wave (ffrw) oversensing. Both the ra and right ventricular (rv) lead also expressed elevated thresholds. The ra lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.